Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. Reportedly, the customer does not believe the cartridge was removed from the pump during pumping or the load process. The customer's blood glucose (bg) level ranged from 262 mg/dl to 367 mg/dl. The bg level was addressed with a bolus via the pump. The cartridge was reloaded to address the alarm and insulin delivery was resumed.